Manufacturer narrative:
(B)(4).

Event description:
It was reported that during system extraction procedure due to unrelated to the lead, externalized conductors were observed under x-ray. No other anomies were noted. The lead was replaced. The patient was stable following the procedure.